Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient chronic driveline infection could have contributed to the cva. A CT scan was used to diagnose a hemorrhagic cva. There was no intervention or surgery that could be done since the stroke was very extensive. Care was later withdrawn. The patient became unresponsive at home and required intubation at an outside hospital before being brought to the ER

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient expired on (B)(6) 2019 due cerebrovascular accident. No further detail was provided.